Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. It was reported that the pt was implanted with one charite at l5-s1. Info reports that pt continues to have pain post implant.

Manufacturer narrative:
The device is not available for evaluation and the catalog and lot numbers are unk. Info is limited at this time and no conclusions can be made. No connection can be made between the reported event and any shortcoming of the device at this time.